Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable tubing, pump won't run." The reservoir volume was 36.6ml, rate was 0.3ml, and 23.4ml was given. There was air in line. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.